Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
While drilling for an acetabulum fracture, the tip of the drill broke. The broken piece was left in the bone. Location of the remaining portion of the drill bit is unk. Hosp may have discarded broken drill bit.

Event description:
Patients original injury on (B)(6) 2011 was a result of a bobcat spinning and tipping over into a ravine. The fall was approximately 12 feet. Patient spent an unknown amount of time in the ravine before being found. Patient complained of right hip pain. The breakage of the drill bit tip occurred during drilling of an ischial screw through a recon plate. No treatment recommended for the broken drill bit remaining in the bone. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of birth should be (B)(6) 1955. Event date and date of report: date should be (B)(6) 2011. Manufacturer should be listed as unknown, as a lot number was not provided. Without a lot number, synthes is unable to determine the manufacturer. (B)(4). Placeholder.